Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a trailblazer device during treatment of a severely calcified lesion in the patients mid tibial/popliteal trunk. Moderate tortuosity reported. IFU was followed and the device was prepped without issue. The trailblazer was advanced below the knee. It became embedded in calcium. When the physician attempted to retrieve the device, the tip detached and remained in the calcified vessel. A snare was used to retrieve the detached portion which remained intact. The patient is reported to be doing well. No known vessel damage was reported.